Manufacturer narrative:
The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. The catheter was delivered with the helix peeking out 17cm from the tip of the tube. The catheter handle was opened and found helix break right at the tube catheter connection, at 135 cm from the tip of the catheter. The tube was also damaged at the same place of handle and catheter connection. Therefore, the investigation is confirmed for the reported helix break. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the left superficial femoral and popliteal artery, via the left femoral artery approach, the device allegedly made sharp sounds during advancement and the catheter was removed out of the patient. It was further reported that the spring of the catheter was allegedly found to be ruptured. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the left superficial femoral and popliteal artery, via the left femoral artery approach, the device allegedly made sharp sounds during advancement and the catheter was removed out of the patient. It was further reported that the spring of the catheter was allegedly found to be ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.